Manufacturer narrative:
Evaluation of the returned device was completed. An x-ray evaluation revealed that the cam assembly was activated four (4) times with no stents found. The trigger button motion was functioning as intended. The injector¿s splayed trocar was found broken at the splay. This finding likely occurred during the surgical procedure. Scanning electron microscope (sem) images were taken of the insertion tube and trocar. Surface features on the trocar indicated a tensile failure. Additionally, damage was observed on the insertion tube v-slot, which was likely caused by contact with the second stent during the second deployment of the injector. The trocar was likely heavily biased outside of the v-slot, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Based on these findings, the root cause of the broken trocar was likely due to a heavily biased trocar during the second stent deployment. MFR# reference: (B)(4).

Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon noticed the trocar from a trabecular microbypass stent system "laying on the intraocular lens (iol) surface". Per report, the trocar remnant was observed during irrigation and aspiration (I/a) after a successful implantation of the second stent. Per report, the alleged trocar fragment was removed intraoperatively. There was no report of patient injury. Additional information has been requested.